Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that that there was malfunction in the geometrical movements in the system. The device failed to initiate table and c-arm movements. According to additional information received, due to the issue diagnosis procedure which was delayed as the system was in clinical use. Review of error log files revealed errors with the magnus table having column brake suspicious. Fse reapplied the column brake. Post repair, the system was returned to use in good working order.

Event description:
It has been reported to philips that no geometry movements were available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.